Event description:
It was reported that increased battery impedance was observed on the device. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.